Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 360 mg/dl at the time of the incident. Mother stated blood glucose was treated with a bolus from the insulin pump. The insulin pump keypad was inflated and the buttons are difficult to press. When changing the battery, the insulin pump release air and the battery compartment has yellow liquid inside. The customer¿s mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. All buttons functioning properly during testing. No pillowing keypad overlay noted during testing. However, corroded electronic assembly noted during visual inspection. Unit received with scratched display window cover, minor scratched lcd window, stained keypad overlay, cracked case (battery tube), cracked case, cracked retainer and scratched case. No unlocked keypad connector noted and no yellow liquid or corroded battery tube noted during visual inspection.